Event description:
It was reported that in the picu, the linen was noted to be wet; upon observation the tpn tubing was leaking from the filter, however no obvious crack was found. All connections were checked and found to be secure. The exact location of the leak was unknown. The infusion was stopped and disconnected. There was no patient harm.

Manufacturer narrative:
The customer report of leaking from the filter was confirmed. Visual inspection of the set observed on the 0.2 adult micron filter component that the membranes on both air vents did not appear as white/opaque when compared to a comparison filter (same part number). During functional testing fluid an obstruction in the tubing was observed, as well as a leak from both filter vents. The root cause was due to an issue with the filter's vent membranes, and was determined to be a supplier manufacturing issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the picu, linen was noted to be wet. All connections were checked and found to be secure. The tpn tubing was found to be leaking from the filter, but there was no obvious crack. The infusion was stopped and disconnected. There was no patient harm.